Event description:
Allegedly, the doctor was performing a pvp laser ablation when the sheath broke off into the patient in 3 pieces. 2 pieces were immediately retrieved; the doctor was unable to retrieve the 3rd small piece. X-ray confirmed piece in patient. Procedure was stopped but doctor stated he had completed what he needed to complete by that time. Patient returned for a follow up visit and they imaged him again; the piece was no longer there; the patient says he passed the piece.

Manufacturer narrative:
The device was not released by the hospital, but they did provide pictures. The pictures showed part of the beak was broken off and there was a picture of 2 small shards in a plastic container. The hospital stated that the device was serviced by a 3rd party repair group; per their input, ims logo was engraved on the sheath shaft. Karl storz does not authorize 3rd party repair nor does it provide replacement parts. Instrument not repaired to karl storz specifications. Instrument may have been damaged due to unauthorized repair/alteration.